Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. It was reported that they were sitting on the couch when they started sweating and felt weak. The patient stood up, passed out and fell. The patient's partner called paramedics and when they arrived, they treated the patient with IV fluids. After a couple of hours, the patient's bg increased to 120 mg/dl and the paramedics left. The patient could not remember further details of the event or any cgm or bg values. At the time of the report, the patient was doing fine. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.